Manufacturer narrative:
Neurostimulator: model 3059, serial # (B)(4), implanted: 2011 (B)(6), explanted: unknown. Lead: model # 3889-33, lot # v762720, impl anted: 2011 (B)(6), explanted: unknown. Lead: model # 3889-33, lot # v762720, implanted: 2011 (B)(6), explanted: unknown. Programmer: model # 3037, lot # njd135159n. Programmer: model # 3037, lot # njd136503n.

Event description:
It was reported, the patient experienced an overstimulation sensation. The patient had two interstim devices. Left side was programmed using 0-, 1- and 3+. Right side was programmed using 1-, 3+. The patient felt a shocking type of stimulation while devices were turned on as of recently. Previously, the patient was getting good therapy/stim. There was no known accident or incident related to this issue; no falls/trauma, no MRI or medical procedures regarding current impedance measurements: left side all electrode pairs in combination with zero were greater than 4000. On right side all electrode pairs with 0 and 1 were greater than 4000. Using x-ray, contacts appeared aligned appropriately, but there appeared to be a kink in the wire compared to previous post implant images. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the cause of the event was unknown. Abnormal impedance measurements were noted as: right - 0 and 1, 2, and 3 were greater than 4,000; left - 0 and 1, 2, and 3 and 1 and 2, 3 were greater than 4,000. Surgical intervention was noted as n/a. Signs and symptoms included pain. Hospitalization was not required. Patient outcome was no injury.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted that there had been no further issue with this patient, to this reporter's knowledge. The manufacturer's representative was in the office when the impedance was read high and the overstimulation was solved by turning the amplitude down. If additional information is received, a follow up report will be sent.